Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: the lens was returned in liquid in lens case/vial. Visual inspection found the lens optic torn/cut into two pieces. Work order search: another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cq2015a collamer three piece lens, +17.0 diopter, was inserted and removed from the patients left eye (os), during the same surgery due to the surgeon was unable to get the 2nd haptic to go into the sulcus. The lens was cut into 2 pieces to remove with no patient injury. This is the 2nd of 2 lenses used for this patient that the surgeon was unable to get the 2nd haptic to go into the sulcus - see MFR report # 2023826-2019-01748 for 1st lens. A 3rd collamer three piece lens was implanted successfully and the problem was resolved. The cause of the event was unknown.